Event description:
It was reported that an external fluid leak was observed at the connection point of the effluent pump of a prismaflex m100 set "at the beginning" of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.